Manufacturer narrative:
No further info is available on the repair of the bed at this time.

Event description:
The account alleged that the brakes will disengage when the bed is pushed around. No pt impact.